Manufacturer narrative:
An ocd field engineer arrived at the site, and reviewed the tiff images and system logs. The fe found that there were fewer cells and overall fluid volume in the first microtubes of each abd card. The fe inspected the probe, wash station, syringe and the cavro dilutor arm. The fe found that the dilutor arm was cracked. The fe replaced the damaged cavro dilutor and syringe to resolve the issue. Wad diagnostics test passed. Qc passed. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).

Event description:
Customer reported that there was less pt red cell volume and cell concentration in the anti-a microtube of the gel card. All other microtubes were satisfactory. The anti-a columns reacted as expected. The gel camera was correctly interpreting all the blood types. No erroneous results were reported. No leaking of the probe occurred. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.